Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5071-53 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was suspected of being fractured. The lead was reprogrammed and remains in use. It was later reported the lead was not capturing and no r-waves were measured. Detection have been turned off and the physician is planning on implanting a new lead. No patient complications have been reported as a result of this event.